Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient experienced bleeding while using the foley catheter and still had bleeding when they tried intermittent self-catheterization. Per additional information received via follow up on (B)(6) 2022, stated that the patient went to the urologist clinic about the discomfort and bleeding, but they did not remember whether any medications were prescribed because the patient was on so many medications already. Also stated that the patient did not have any other issues recently.

Event description:
It was reported that the patient experienced bleeding while using the foley catheter and still had bleeding when they tried intermittent self-catheterization. Per additional information received via follow up on 07jan2022, stated that the patient went to the urologist clinic about the discomfort and bleeding, but they did not remember whether any medications were prescribed because the patient was on so many medications already. Also stated that the patient did not have any other issues recently.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "patient sensitivity to materials". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: the product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.